Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was experiencing high blood glucose for four days. Customer developed ketones. The current blood glucose reading is 263 mg/dl. Customer has eaten breakfast. Customer reported a hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 400 mg/dl. Customer tried to treat with a bolus, but the insulin pump would not deliver the bolus. The blood glucose levels increased. Diagnosed hyperglycemia and ketones. Nothing further reported.